Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redt4130 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported patient receiving chemotherapy through PICC line. Nursing staff unable to use elastomeric pump on this occasion so decision made to use urokinase to free up line. Post this able to flush and aspirate the line. But elastomeric pump unable to deliver chemotherapy dose. Decision made to remove line as patient could not go home with out this. On removal noted that there was a defect in the line.